Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the xience pro x stent delivery system (sds) was unable to cross into the moderately calcified, narrow, mid left anterior descending coronary artery (lad) lesion. The sds was withdrawn into the guide catheter when it was noted that the stent dislodged from the sds. The dislodged stent was removed with a snare, a second sheath and a guide catheter. Another sds was used to complete the procedure. The final patient outcome was good. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined an interaction with the patient anatomy contributed to the failure to cross and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.